Manufacturer narrative:
Pt was injected in the forehead with radiesse dermal filler and botox; she developed an erythema/ rash in the mid forehead. It was an area about three inches in diameter (oval in nature). The area has the appearance of an abrasion. There was no drainage or edema. The patient denied a history of herpetic lesions or illness. She was prescribed keflex (antibiotic) and an antiviral. In a follow up dr states the patient is healing well.

Event description:
Pt was injected in the glabella with radiesse dermal filler and developed an erythema/rash in the mid forehead.